Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
The electrode belt of a (B)(6) female patient was returned for an unrelated event. Upon service investigation the electrode belt failed the incoming testing. The patient did not require a replacement electrode belt.